Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. The main body endurant (esbf2514c103ee) was implanted followed by the etlw1620c124ee placed in the right limb and etlw1616c124ee placed in the left limb. It was reported that the patient returned over 6 months later for a premature follow-up due to a mild stenosis of the prosthetic limb which was identified on the 1 month follow-up. It was noted that although the imaging confirmed stenosis, it was assessed as not clinically relevant and did not lead to any therapeutic action. The adverse event is not related to the study device. It is attributable to the patient's anatomical conditions rather than to any malfunction or characteristic of the device. The site assessed the event as not related to the study device and as having a causal relationship to the index procedure and an underlying condition/disease.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1620c124ee, serial/lot #: (B)(6), product ID: etlw1616c124ee, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported more frequent follow-up imaging was performed due to seen mild stenosis in graft limb, which resulted in no invasive treatment. The event is noted as not resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that at the one-month follow-up, the site identified a stenosis of the right limb device (etlw1620c124ee, sn (B)(6)) and a type iib endoleak. No treatment was scheduled; the patient will continue to be monitored. The core lab also reported a type iib endoleak but did not note the stenosis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.